Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation one sample and two photos were provided to our quality team for investigation. The sample was received loose and an unknown, white-colored substance in the syringe with loose black particulate observed inside the fluid path. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter in fluid path defect is associated with the assembly process. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4065277. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #: 301029 batch#: 4065277 it was reported that the bd syringe 10ml ll bns had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached complaint details: found little black specks from the syringe stopper. Product sku: 26005 lot - 4065277 complaint number(s): (B)(4). Additional information provided: ¿ are you able to provide the address of the facility for us to ship the return label?... (B)(6). ¿ date of event: 7/29/2024 ¿ please confirm the material number. 301029.